Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-dec-2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced fluctuation and jumping between pressures during cases. No patient was affected. On 15-dec-2025 additional information was received. Per the rep, the machine was dropping out of the 40-45 range. It would constantly drop to the 25-30 range throughout the case, which affected the surgeon's visualization. He confirmed that arthrex tubing was being used with the pump, but he would have to look into the lot #s. The pump was set to the default knee or shoulder settings depending on the case. The complaint pump was used to complete the procedure, with different reps present each time.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint unconfirmed, during evaluation device functioned. However, the outflow motor produced 600 ml per minute (min spec is 640). There was physical damage found to the top cover, bottom cover, and there were 4 missing bumpers. It was also observed that the device software is current at v1.8 rev. 24. It is recommended to replace 4 cables, outflow motor, top cover, bottom cover, bumpers, and re-certify the device.